Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and then alarmed unexpected restart. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump was exposed to moisture. The customer was advised that the insulin pump needed to be. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump has to reset time/date and received an unexpected restart error alarm after changing battery due to a voltage leak on the interface board. Pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display noted. Pump received with corroded battery tube noted.